Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had a sudden drop in battery longevity. In october 2021, the estimated remaining batter longevity was 4 years, and in october 2022, the estimated battery longevity was less than 3 months. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had a sudden drop in battery longevity. In october 2021, the estimated remaining batter longevity was 4 years, and in october 2022, the estimated battery longevity was less than 3 months. The device remains implanted. No adverse patient effects were reported. Additional information was received, this implantable cardioverter defibrillator (ICD) device is operating normally with no resets or faults. Device functioning normally. The device remains implanted. No adverse patient effects were reported. New information was received that this implantable cardioverter defibrillator (ICD) device exhibited behavior consistent with a premature battery depletion. Subsequently, the device was explanted and a new device implanted.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. The degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component (the high-voltage capacitors). In 2014, a new high-voltage capacitor design was implemented in the cognis, teligen, incepta, energen, punctua, and subsequent product families. This new design eliminated the galvanic effect that can generate excess hydrogen in the same manner. This device was manufactured prior to implementation of this new high-voltage capacitor design.

Manufacturer narrative:
This product remains implanted and has not been returned. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had a sudden drop in battery longevity. In october 2021, the estimated remaining batter longevity was 4 years, and in october 2022, the estimated battery longevity was less than 3 months. The device remains implanted. No adverse patient effects were reported. Additional information was received, this implantable cardioverter defibrillator (ICD) device is operating normally with no resets or faults. Device functioning normally. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device had a sudden drop in battery longevity. In october 2021, the estimated remaining batter longevity was 4 years, and in october 2022, the estimated battery longevity was less than 3 months. The device remains implanted. No adverse patient effects were reported. Additional information was received, technical service advised that this implantable cardioverter defibrillator (ICD) device is functioning normally. Disk analysis of device confirmed normal operation with no premature battery depletion. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.